Event description:
The customer reported to olympus that the colonovideoscope had a noisy image. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, foreign material was found on the water supply. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the insulation resistance value of the distal end was out of standard due to the broken plastic distal end cover. The connecting tube was corrugated. The connecting tube protector was broken. The angulation in the up direction was out of standard due to the worn angle wire. There was a 3rd-party repair done on the device. The gap on the upward/downward angulation control knob was out of standards due to the worn angle-wire. The knob torque of the upward/downward angulation control knob on free exceeds standards due to the worn angle-wire. The waterproof failed due to the cut bending section cover. Waterproof failed due to the deformed upward/downward angulation control knob and the deformed grip part. The water supply failed due to the broken jet tube unit. There was residual and foreign material from the sub-water supply channel. There was no image due to the broken charged coupled device unit. The plastic distal end cover was damaged. The light guide lens was discolored, broken, and stained. The bending section cover adhesive was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to reprocessing that could not be conducted properly, due to leakage from the bending section cover (a-rubber), deformation and leakage of the up/down (ud) angulation control knob and grip part. A further cause of the leakage/deformation could not be presumed. The suggested events are detectable/preventable, by handling the device in accordance with the following instructions for use (IFU): IFU states, the detection method in gif/cf-170 series, operation manual chapter 3 preparation and inspection. IFU states, the preventative measures in gif/cf-170 series, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.